Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the tray was opened, there was only 8cc of water present in the syringe.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found plastic debris from the plunger, stuck or trapped in between the gasket and inner wall of the barrel. It caused a void or channel and water leaked out. There is a possibility that this defect was created during molding or syringe manufacturing process at the supplier side. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿[shape configuration and principles] bard silver lubri-sil foley tray consist of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves."

Event description:
It was reported that when the tray was opened, there was only 8cc of water present in the syringe.